Manufacturer narrative:
Results of lm investigation this report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Updated fields: h6, h10 a review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the legal manufacturer's investigation, it is likely the coating was peeled off due to stress from use, external factors, or handling. However, a definitive root cause could not be determined. The following information is stated in the IFU (instructions for use) which may help to detect the issue: ¿chapter 3 preparation and inspection 3.6 inspection of the endoscope" inspection of the endoscope. Inspect the boot and the insertion section near the boot for any irregularities such as bends, twists, tears, and cracks. Inspect the external surface of the entire insertion section including the bending section and the distal end for any irregularities such as dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, and protruding objects. Holding the control section with one hand, carefully run your other hand back and forth over the entire length of the insertion section. Confirm that no objects hindering transnasal insertion and withdrawal or metallic wire protrude from the insertion section. Also, confirm that the insertion tube is not abnormally rigid.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the airway mobilescope had deformation of the tip insertion part. There was no reported patient harm or impact due to this event. The device was returned to olympus for evaluation. Examination showed the insertion section's coating was peeling; the peeling area measured 1 mm2 or more. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. During visual examination, the reported issue was confirmed: the bending tube part of the insertion tube was dented. The following additional issues were found: the adhesive bending section cover was chipped and the connecting tube was dented. The device was given functional testing. Testing showed the device was not water tight due to a pin hole at the adhesive bending section cover. In addition, the bending angle in the up direction did not meet with specifications due to a worn angle wire. Finally, a channel cleaning brush could not be smoothly inserted due to a dent at this area. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.